Event description:
A pulmonary vein isolation procedure (pvi) to treat atrial fibrillation was performed on (B)(6) 2022. Sometime after the pvi procedure, a stroke occurred which was brought to the physician's attention 2 days after the procedure. Initially the stroke was thought to be anesthesia related, but later it was determined the stroke was not anesthesia related. The cause of the stroke is unknown, but relationship between the adverse event and the pvi procedure cannot be excluded. No device deficiency was reported.

Manufacturer narrative:
No device deficiency reported and relationship between device, procedure, and adverse event cannot be determined. Stroke is a known possible adverse event disclosed in product labeling.